Event description:
The item is broken. There was no adverse consequence to any pt or delay in surgical anesthesia time due to this event.

Manufacturer narrative:
The root cause of this event is attributed to improper assembly and/or improper use of the device by the user. The sales rep to instruct the user to make sure the inner rod and knob assembly is fully seated within the end cap prior to impacting the knob.